Manufacturer narrative:
The product has been returned for evaluation, however the analysis is not yet complete. The cypher select product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. Additional information will be submitted within 30 days from receipt.

Event description:
The stent did not dislodge from the stent delivery system (sds). The complaint is that the stent could not cross the lesion. It was taken out and a taxus crossed the lesion. The lesion was not pre-dilated. The stent deployment system was pulled back through the guiding catheter (gc). Excessive force was applied to the device during insertion, but not during withdrawal. The brand of the guide catheter used was medtronic. The patient is in good condition.

Event description:
The information received indicated that during a stenting procedure to treat a lesion in the circumflex artery, a cypher select plus stent did not cross the lesion. The lesion was at 90 degrees and the stent applied force in the guiding catheter (gc) and the steerable guidewire (sgw), so that it "jumped out of the artery for several attempts". The lesion was not heavily calcified and a first attempt with a taxus of the same size was successful.

Manufacturer narrative:
Based on the additional information received, the stent did not dislodge, therefore, we have corrected the complaint, as it is not MDR reportable.